Manufacturer narrative:
Final device investigation: the device was returned with the sleeve of the device broken into two pieces at the weld seam. The stopcock lever was securely fastened and had sufficient friction to prevent unintended movement. The obturator was the correct size for the sleeve. No leak testing was possible on the sleeve due the condition of the device. It was not possible to confirm whether the device leaked at the flapper valve as reported.

Event description:
It was reported that three trocars were used on the pt. One or more of the devices leaked from the flapper valve during the procedure, but the exact number of leaking devices was uncertain. The trocars were all replaced. There was no pt injury. Six trocars were returned, four of which belonged to a different MFR. This report is for the first of the two returned devices that belonged to this MFR that might have leaked. See related MFR report #2134070-2012-00245 regarding the other device.